Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy, the device was used on the patient, when trying to perform colon anastomosis, the green bar came out but the safety lock was not released. When folding the safety lock and using the device, the anastomosis was not done normally and re anastomosis was performed. The surgical time was extended by less than thirty minutes. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Nicks were found in the knife blade under microscopic inspection. The anvil of the instrument was observed to be tilted and separated from the instrument. However, the safety was observed to be broken. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition that there was difficulty with the safety. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.